Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. During the planned treatment/non-emergency treatment, the issue occurred, and the procedure was completed as planned as only a semi-transparent shutter was visible in the corner of the image. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator's shutters were getting cinched. Analysis of the log file showed the collimator¿s ¿x-shutter¿ malfunctioning. The cause of the reported problem is a malfunctioning collimator x-shutter. Upon troubleshooting, fse confirmed the one semi-transparent shutter was stuck in the corner. Upon further diagnosis, the fse found a defective collimator. To resolve the issue, fse replaced the collimator. The defective collimator x-shutter was returned to philips for failure analysis and a failure description was provided as shutter x encoder error, which concluded that the failure was confirmed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutter collimation failed, which could impact imaging. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.